Event description:
It was reported that smoke was observed coming from the patient electronics device. The unit was replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of the unit revealed burned components on the printed circuit board (pcb). There was not sufficient reason and/or evidence to support why the pcb board was burned. However, the patient did send back an incorrect power supply, which was not a cardiomems supported accessory. The power supply that was returned exceeded the standard amount of cardiomems 12v. It could not be confirmed that the wrong power supply was used by the patient however. The field reported event of smoking was confirmed to be related to the burned component of the pcb board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.